Event description:
Facility reports that while using an uno mobile lift to transfer a resident that the lift arm suddenly dropped. No injury was reported.

Manufacturer narrative:
Local distributor supplied a replacement actuator to the facility. The lift is back in service at the facility. No add'l details were given regarding the alleged incident. Actuator will be sent back to MFR for analysis.